Manufacturer narrative:
(B)(4). The device evaluation found the plunger still in the pre-deployed position and there was slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the device that could have contributed to the reported event. Based on the investigation findings, the device conformed to specification and a cause for the reported event related to the device could not be determined. The probable cause for no marking can be influenced by many factors, including, but not limited to, manufacturing, if the marker port is positioned against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of perclose proglide attempted arteriotomy closure of the calcified left common femoral artery after an interventional procedure. Reportedly, there was no blood marking in the marker lumen; therefore, the physician was not certain if the device was in the artery. Another proglide was used and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.